Manufacturer narrative:
Known ae of tms.

Event description:
Patient experienced a generealized tonic clonic seizure midway through treatment number 29 (during train 28). Within 1 minute the seizure was resolved and the patient had post ictal confusion but was alert and oriented within 5 min and could ambulate. He was taken to the ER and released by the emergency room team. No seizure history or family seizure history, no sleep deprivation, no change in medications or health condition and no alcohol or substance consumption.